Manufacturer narrative:
The device history records are being reviewed. The device has not been returned to the MFR to date. The investigation is currently underway.

Event description:
It was reported that a pta balloon was inflated once in the right common femoral artery and upon retracting the balloon catheter into the sheath, the balloon material began to shear off and the balloon became stuck within the sheath. The balloon catheter and sheath were removed together as a single unit and another was used to complete the procedure. There was no report of injury to the pt.